Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported right side ¿leaking¿ and "realized I was given silicone and not saline". Device remains implanted.

Manufacturer narrative:
Lab analysis: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ unsatisfactory result: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported right side ¿leaking¿ and "realized I was given silicone and not saline". Later the patient reported "joint pain" and "masses and knots". This record is for the right side. Device was explanted.

Event description:
Patient reported right side ¿leaking¿ and "realized I was given silicone and not saline". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b6, g2.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.